Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a consumer, who contacted the company with a product complaint, concerns a female patient of unknown age and origin. The patient was taking an unspecified medication for treatment of an unknown indication. On (B)(6) 2009, the humapen ergo teal/clear pen body (lot 40139) with a clear cartridge holder attached was reported to be broken. The patient reported that she had her current humapen ergo for years and clarified that one of the tabs that holds the cartridge holder together was now broken. Caller asked for a replacement pen. This humapen ergo, teal/clear pen body with a clear cartridge holder attached is associated with (B)(4). The operator of the device was unknown and it was unknown if the operator of the device was trained. It was unknown how long the patient had used this device model. The device was returned to the company on (B)(6) 2009. Initial examination found two broken engagement tabs. It was unknown if this humapen ergo teal/clear pen body with a clear cartridge holder attached was continued.

Manufacturer narrative:
Reportable malfunction/near incident identified. Investigation in progress. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.